Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior tibial artery using an indigo system aspiration catheter 6 (cat6), a non-penumbra guide sheath and a guidewire. During the procedure, while loading the cat6 onto the guidewire, the technician ovalized the tip of the cat6. Subsequently, the cat6 would not advance through the sheath. Therefore, the cat6 was removed. The procedure was completed using a new cat6, the same sheath and the same guidewire. There was no report of an adverse effect to the patient.